Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Low bg cause was not known. Customer had lost consciousness and had "what looked like a seizure". Customers spouse gave expired baqsimi/glucagon and then called ems for assistance and. When ems arrive the customer's bg had increased to 85-90 mg/dl and had become awake and alert. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.